Event description:
It was reported that as the physician repositioned the coil into the aneurysm located in the left carotid artery, it ruptured. The physician deployed a second coil into the aneurysm to create mass effect and continued with the procedure without clinical consequences to the patient. The physician believed that coil manipulation may have contributed to the event.

Event description:
It was reported that as the physician repositioned the coil into the aneurysm located in the left carotid artery, it ruptured. The physician deployed a second coil into the aneurysm to create mass effect and continued with the procedure without clinical consequences to the patient. The physician believed that coil manipulation may have contributed to the event.

Manufacturer narrative:
(B)(6). Subject device implanted.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. Aneurysm burst is a known risk associated with endovascular procedures and is listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.